Event description:
It was reported that during an unknown procedure, the surgeon wanted to make an end-to-end anastomoses. When he fired the device, it hadn't created the full line of staples because the 66% of staples were missing from the staple housing, but the knife cut the bowel. He had to make the anastomoses by hand. There was no patient consequence.